Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The three terminal end segments of the lead were returned with all three segments severed approximately 6 centimeters from the terminal pins. Testing was completed to assess the electrical performance of each lead segment. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body segments found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting noise, which is oversensed resulting in pacing inhibition with observed asystole of two to three seconds in some cases. The patient was noted to be pace therapy dependent with no underlying intrinsic rhythm. It was indicated that the patient has had no procedures lately. The boston scientific representative was unable to reproduce noise with several isometric testing attempts. The representative discussed adjusting rv sensitivity programming with boston scientific technical services (ts), who indicated it is at the physicians discretion and provided additional possible troubleshooting to try to reproduce noise. Subsequent information indicates the electrophysiologist made adjustments to the sensitivity programming and referred the patient to their following cardiologist for further treatment. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently returned to boston scientific, indicating it was explanted. No additional information was received. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting noise, which is oversensed resulting in pacing inhibition with observed asystole of two to three seconds in some cases. The patient was noted to be pace therapy dependent with no underlying intrinsic rhythm. It was indicated that the patient has had no procedures lately. The boston scientific representative was unable to reproduce noise with several isometric testing attempts. The representative discussed adjusting rv sensitivity programming with boston scientific technical services (ts), who indicated it is at the physicians discretion and provided additional possible troubleshooting to try to reproduce noise. Subsequent information indicates the electrophysiologist made adjustments to the sensitivity programming and referred the patient to their following cardiologist for further treatment. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently returned to boston scientific, indicating it was explanted. No additional information was received. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting noise, which is oversensed resulting in pacing inhibition with observed asystole of two to three seconds in some cases. The patient was noted to be pace therapy dependent with no underlying intrinsic rhythm. It was indicated that the patient has had no procedures lately. The boston scientific representative was unable to reproduce noise with several isometric testing attempts. The representative discussed adjusting rv sensitivity programming with boston scientific technical services (ts), who indicated it is at the physicians discretion and provided additional possible troubleshooting to try to reproduce noise. Subsequent information indicates the electrophysiologist made adjustments to the sensitivity programming and referred the patient to their following cardiologist for further treatment. No patient symptoms or adverse patient effects were reported.